Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring between 40-60 mg/dl with associated symptoms of severe dizziness and unsteady when standing or walking. The patient reportedly did not require the assistance of a third party, lose consciousness or experience seizure. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. The patient¿s serious injury on insulin pump therapy was alleged to be associated with an inaccurate delivery issue; however, the troubleshooting was not able to be completed by animas customer support due to patient unavailability. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy.